Event description:
A dual chamber implantable pulse generator (ipg) and a pacing lead were received from an unknown source. A second pacing lead was listed on the paperwork returned with the aforementioned products. No further information was provided. Further review of the manufacturer's database indicated the patient died on the day of the implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death was requested and not received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death was requested and not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The proximal conductor had blood/body fluid (not obstructed), and the outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. Additional information obtained: the patient's date of (B)(6) and patient's gender is female. Additional information received states the patient was undergoing a primary implant when the death occurred and the death was not related to lead implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death was requested and not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The proximal conductor had blood/body fluid (not obstructed), and the outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. Additional information obtained: the patient's date of birth - (B)(6) and patient's gender is female.